Event description:
It was reported that out of box, the 0 degree endoscope had a torn cable. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 0 degree endoscope involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The endoscope had distal tip straightness, broken ic housing, and had severe damage found on cable jacket at zone b. The endoscope had damaged/cracked sapphire distal window, poor focus at all distances (left eye) and poor focus at all distances (right eye). The endoscope had an error 48221 found in log.